Event description:
Urine testing and culture was ordered but neither did reach the recipient to execute the order. There is not a user friendly program to reconcile the orders to determine exactly what was done or not done. Disease critical tests are delayed resulting in delays of treatment, threatening life and limb.